Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient was experiencing syncope while riding mobility scooter. It was noted there was been loss of capture every time the patient uses the mobility scooter and since the device was implanted. The patient's device was interrogated and the diagnostics on the device revealed 5 ventricular high rate (vhr) episodes suggestive of fast ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.